Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the surgeon had seen fluid in the header and they were convinced that they had uncovered the reason for all issues. It was stated it was a situation the manufacturer representatives ¿in the field would see from time to time.¿ it was further reported the manufacturer deep brain stimulator (dbs) team had reported all previous examples. It was noted they were on file via the responsibility of their business. It was noted no ¿situations they see in the field from time to time¿ have gone unreported.